Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was down with no power and a black screen. However, there were no delays and adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date d4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer checked the station and, by powering it on and off and disconnecting components, was able to isolate the issue to auxiliary drawer 1. Further troubleshooting determined the issue was related to the solenoid, which was reseated, and after waiting a few minutes, the station powered up normally. The customer then tested the drawer multiple times through inventory and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, machine was down with no power and a black screen. However, there were no delays and adverse events or injuries reported based on this event.